Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that their battery pack will not take a charge. Patient stated that this morning they had their stimulator on their back and were at 100%, but their battery pack in the controller would not take a charge. Patient noted that over the past couple of weeks they have had to do resets of the controller. Patient is not sure if the issue is with the battery pack or what. Agent walked the patient through an ac power reset of the controller; patient stated that the controller did not power back on. Patient re-inserted the battery pack and confirmed that the controller powered on. Agent had the patient look if the controller light was solid or flashing; patient said that the controller light was not on. Agent had the patient check if the ac power supply box light was on; patient stated that the light was not on. Agent had the patient try a different outlet; patient stated that there was still no light. When gathering healthcare provider (hcp) information, patient followed up by saying that their doctor should have gone more to their left side when implanting them. Patient also mentioned that they requested a belt and were wondering about a potential update; agent reviewed the information with the patient. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.